Manufacturer narrative:
Name and strength: bupivacaine hcl (0.75%) with dextrose (8.25%), 2 ml (marcaine). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 tray spn whit25g3.5 l/b-d/e plast drape experienced ineffective anesthesia -failed to work during use. The following information was provided by the initial reporter: material no: 405671 batch no: 0001364094. Reporter said one of her anesthesiologists called her today and said the bupivacaine in our spinal trays is not working. It happened with 3 different trays today, each with a different patient. The patients experienced increased pain because of this issue. She only had one lot number handy, she will look to see if the other trays were the same lot.

Manufacturer narrative:
H6: investigation summary: a review of the device history record noted no issues relating to the reported failure mode for lot # 0001364094. A sample was not provided for evaluation. Consequently, the investigation was not able to physically confirm the reported failure mode. The investigation was not able to identify or confirm any manufacturing contribution to the reported failure mode. All manufacturing indicators suggest the product contained a drug with acceptable potency. Previous corrective actions have already been implemented for ineffective anesthesia. In addition, the manufacturing stability program runs a single lot each year to ensure internal processes does not affect the product. Since no probable root cause was identified for this failure mode, the investigation was not able to identify any further corrective actions for this complaint. H3 other text : see h.10.

Event description:
It was reported that 3 tray spn whit 25g3.5 l/b-d/e plast drape experienced ineffective anesthesia -failed to work during use. The following information was provided by the initial reporter: material no: 405671, batch no: 0001364094. Reporter said one of her anesthesiologists called her today and said the bupivacaine in our spinal trays is not working. It happened with 3 different trays today, each with a different patient. The patients experienced increased pain because of this issue. She only had one lot number handy, she will look to see if the other trays were the same lot.

Manufacturer narrative:
The following information has been updated/corrected: c.1. Name and strength: as the adverse drug experience decision tree associated with this complaint has been closed as not reportable, this information is not relevant to the MDR submission and can be disregarded.

Event description:
It was reported that 3 tray spn whit25g3.5 l/b-d/e plast drape experienced ineffective anesthesia -failed to work during use. The following information was provided by the initial reporter: material no: 405671, batch no: 0001364094. Reporter said one of her anesthesiologists called her today and said the bupivacaine in our spinal trays is not working. It happened with 3 different trays today, each with a different patient. The patients experienced increased pain because of this issue. She only had one lot number handy, she will look to see if the other trays were the same lot.